Event description:
On 04/05/2023, it was reported by a sales representative via sems that an ar-9662-r central post/screw trephine, and an ar-9661-a augmented modular glenoid system are stuck. This occurred during a case, with no patient effect reported. No additional information was provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.